Event description:
Customer reported differences in her sensor glucose reading and blood glucose reading. The customer stated her blood glucose was 110 mg/dl. And her sensor glucose was 60 mg/dl. Troubleshooting found the customer was calibrating properly. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.